Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 417mg/dl and had constant tone when insulin pump exposed to water as she went into the pool. Customer's blood glucose was 240mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or beep anomaly noted. Device received with moisture damage on electronics assembly noted.